Event description:
It was reported that during a hand-assisted hemicolectomy procedure, upon start of the procedure, surgeon placed his hand through the device - it fractured almost immediately. He and the tech explained that there was no undue stress put on the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the iris seal torn. The initiation site appeared to be near to the lower ring in spiraled 360 degrees to upper ring. However, it could not be determined what may have caused this condition. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.